Event description:
The patient contacted global technical services (gts) regarding feeling overfilled during the previous therapy, which occurred on the homechoice pro (hcp) during use, during dwell 4 of 4. The home patient (hp) stated they performed a manual drain. Per the hp, the drain volume was over 3800ml. The hp did not complete therapy. They powered off after the manual drain. The technical service representative (tsr) reviewed the programming. Therapy was set to continuous cycling peritoneal dialysis (ccpd), the total volume was set to 10000ml, the fill volume was set to 2200ml, the last fill volume was set to 700ml, and the number of cycles was set to four. Based on the fill volume and drain volume provided, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr reviewed the therapy log. The initial drain volume was equal to 73ml, the last fill volume was equal to 0ml, the total fill volume was equal to 8810ml, the total drain volume was equal to 9810ml, the total ultrafiltration (uf) was equal to 1013ml, the cycle 3 uf was equal to 1115ml, the cycle 2 uf was equal to 152ml, the cycle 1 uf was equal to -254ml, and there was one bypass. The tsr reviewed the therapy on (B)(6) 2012. The initial drain volume was equal to 45ml, the total uf was equal to -199ml, the cycle 4 uf was equal to -203ml, the cycle 3 uf was equal to -335ml, the cycle 2 uf was equal to 556ml, and the cycle 1 uf was equal to -217ml. The tsr explained about the drain volume being over 3800ml. The hp insisted that they were watching the display. The hp did not have a high drain message. Per the hp, the registered nurse (rn) said that the minimum drain volume percent was set to 70%. The tsr attempted to conference in the rn. The tsr explained about the minimum drain volume percent. Per the rn, they could change the minimum drain volume percent to 85%. The rn declined to conference in. The tsr assisted in changing the minimum drain volume percent to 85%. The hp would call back to change the minimum drain volume percent after the swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the occurrence of an increased intra-peritoneal volume (iipv). The iipv was also confirmed via the sample evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Based on the information gathered during baxter's investigation the root cause of the report was determined to be insufficient drain due to a false empty detect and use error, the clinician inappropriately setting the minimum drain volume percentage too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.